Event description:
An optometrist reported patient with dry eye and sterile infiltrate of the right eye at fifteen day lasik post-operative visit. Additional information from reporter indicated patient's topical steroid dosage was increased. Additional information has been requested.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed and there were no unusual findings related to the reported issue and the product was released according to company acceptable criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).